Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 8, 2013. Based on qa assessment, the product met specifications at the time of release. The tabletop illuminator module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated system for functional testing. During boot-up system message (sm) 5303 ¿illuminator ballast thermo-cut-off has been triggered. Illuminator functions will be disabled.¿ troubleshooting isolated the issue to the illuminator. The root cause of the reported event can be attributed to a nonconforming illuminator. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 8, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming tabletop illuminator module. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the top light is out on the system. Additional information has been requested.